Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Customer's blood glucose level was 150 mg/dl. Customer declined troubleshooting and further assistance from tandem technical support.